Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/22/2015 with the following findings: the black box did not confirm that the pump time, date reset to default after power on reset. Howver, the time, date reset to default was duplicated during investigation. Pump was open to investigate and the internal battery component was leaking. Unrelated to the complaint, the battery compartment has multiple cracks. (B)(6)

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and leaking internal battery. This report is made based on the results of an investigation completed on 08/22/2015.